Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 3.4, lab: 2.6, inratio re-test: 3.2. Lab result was taken 4 hrs after initial inratio result (3.4). Two hrs after the lab result, the pt re-tested on the inratio meter (3.2). Pt self tester has had blood in her urine for the past week. Doctor's have mostly diagnosed it as being a complication of two large kidney stones and infection, which is why she has been taking antibiotics.

Manufacturer narrative:
No data analysis was performed because customer was using expired strips. Using expired strips would contribute to unexpected inr results or errors in testing. Strip lot used was expired. No trending is required at this time.